Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-02822. It was reported that system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted to address the issue.

Manufacturer narrative:
E1 reporter -phone number (B)(6).